Event description:
The account alleged that the head of the bed will not go up or down. No reported injury.

Manufacturer narrative:
The account stated that the cardio pulmonary resuscitation worked, but still no head up. No serial number available for the bed. The account replaced the hydraulic manifold on this bed to resolve the issue.